Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm, software error detected alarm and the motor arm cannot communicate with the main arm twice. The customer's blood glucose level was 12 mmol/l. The customer was able to clear the alarm and rewind the insulin pump. The customer performed the self test again and the error recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 4 and pump error 53 found in the insulin pump history due to software error. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.